Event description:
The sensor baseline was decreased by 23.8mmhg on 01sep2022 using comparison pressures obtained from an echocardiogram performed on (B)(6) 2022. Side-by-side comparison of pressures were not obtained on the date of the echocardiogram.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.